Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation : visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify a crease smooth opening on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening on anterior assessed to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.